Event description:
The catheter was inserted into the pt. As the nurse stated the IV blood began to flow between the hub and catheter connection on the catheter. The nurse stopped the infusion and tried to pull out the catheter when the hub separated in her hands. The catheter tip was removed from the pt by the nurse.

Manufacturer narrative:
Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted.